Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis, therefore the reported complaint that the display went blank is unable to be confirmed. The root cause of the reported complaint is undetermined. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This reported complaint will be monitor for any developing trends.

Event description:
It was reported that when the patient was moved internally and was placed in the elevator, the screen fell out after the machine moved over the door step of the elevator. The intra-aortic balloon pump (iabp) needed a restart. The iabp alarm: arterial pressure fiber optic sensor lost. There was no report in patient death or complications. No delay in therapy. Patient outcome: "ok". Additional information: the screen went black but the pump continued to pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was moved internally and was placed in the elevator, the screen fell out after the machine moved over the door step of the elevator. The intra-aortic balloon pump (iabp) needed a restart. The iabp alarm: arterial pressure fiber optic sensor lost. There was no report in patient death or complications. No delay in therapy. Patient outcome: "ok". The screen went black but the pump continued to pump.